Event description:
As reported to coloplast though not verified, the patient has expereinced erosion, infection, and pain.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device still implanted.